Event description:
Reportedly, the tablet's touchscreen is no longer responding. It is impossible for the doctor to examine a prosthesis. The tablet is version 3.22.

Manufacturer narrative:
Upon reception of the subject tablet, first when the tablet was turn on a pop-up error message appears for 30 seconds and then disappeared. After that it was possible to interrogate an alizea without any interruption, and no abnormalities were observed. The provided files revealed that on 13/01/2026, multiple and repeated sleep/wake cycles were performed on the tablet (four power button presses were recorded within 11 seconds, between 13:16:47 and 13:16:56), which led to an error in the manager software module. Upon reception, the tablet resumed from hibernation, and a pop-up message appeared. Restarting the tablet (not hibernation¿press and hold the power button until the restart option appears) should resolve the issue. It is therefore recommended to always turn off the tablet after use, as the manager software may not restart properly after waking from hibernation, which can affect the responsiveness of the application ui. The smarttouch tablet followed the standard repair procedure and was sent to the field. This case is retained and utilized for trend purposes. Recommendations: